Event description:
The hospital reported that during the coronary artery bypass graft surgery, the surgeon was not able to pull the seal out at the end of removal process. He used small forceps to separate the unraveled part of the heartstring and removed the seal without any further issues. No additional patient complications were reported.